Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On 11/3/2014, it was reported that the pacemaker associated with this system was interrogated due to rv and ra lead failure alerts via remote interrogation. Polarity had switched from bipolar to unipolar on both leads. It was determined that any emi could potentially cause a polarity switch. Patient reported receiving a shock from a breaker box on (B)(6) 2014. Auto sensitivity was programmed to a fixed sensitivity. Ra and rv polarity programmed back to bipolar, then polarity switch for both leads was turned off on (B)(6) 2015. Polarity switch was reportedly due to emi sources, but myopotential was noted as a potential cause as well. On (B)(6) 2019, it was reported that the patient no longer had capture at their previous threshold and only had capture at max output. High thresholds were noted as well. Lead explant and replacement was performed on (B)(6) 2019 due to intermittent loss of capture and high thresholds. No adverse patient events were reported. Should additional information be received, this file will be updated.